Event description:
Device inserted for use, attempted to use, 2 pulses fired and then error alarmed. Attempted second time. With same results. New baloon open for shock wave therapy. Another device used and worked without incident. No adverse outcome to patient. Additional information: the users think the error code said "catheter failure".